Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge would not fit correctly on the pump. Reportedly, there was an o-ring on the pneumatic tap left from the previous cartridge. The customer removed the o-ring from the pneumatic tap and was able to fit the new cartridge successfully onto the pump. There was no impact to the customer's blood glucose level.